Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The potential root cause of the system error may be related to a malfunction of the processor board. Reviewing the archive data showed a system error - 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed preliminary functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Investigation revealed that the potential cause of the system error was the defective processor board, which needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with serial number (B)(6). Ccr 78493 was reported on 06 october 2023, and the system error - 132 (internal watchdog timeout) was resolved by replacing the processor board (pca).

Event description:
The customer reported that while cleaning the autopulse platform (sn (B)(6)) after use, the platform displayed "system error, out of service, revert to manual CPR". Following this error, the lifeband did not compress as the platform was no longer operational. Subsequently, the platform was removed from service. No patient involvement.